Event description:
It was reported that the silicone tubing of a uv-flash transfer set resulting in a leak. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. Visual inspection identified a cut in the tubing. Functional leak testing determined that the device was leaking through the cut in the tubing. This confirmed the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the hole in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.